Event description:
A (B)(6) male with a history of atrial fibrillation and a prior tia off anticoagulation as well as a history of multiple gi bleeds secondary to diverticulosis who was taken to the ep lab for a left atrial appendage occlusion on (B)(6) 2017. During the procedure, after a suture was deployed to occlude the left atrial appendage, the pt's blood pressure precipitously dropped. He was noted to have at the base of the appendage. The pt developed a moderate-sized pericardial effusion with tamponade physiology and was hypotensive into the 30s. Acls was initiated by the cardiology team. A pericardial drain was placed and drained around 300 ml of frank blood. In the interval time, cardiothoracic surgery was consulted to provide support. The suture delivery device used in the lariat procedure is approved by the FDA for tissue closure but not specifically for this indication. However, it is widely used by interventional cardiologists for this indication. The heart tissue was very friable and would not hold sutures. He was unable to take anticoagulants due to rectal bleeding.